Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device memories were not available during the follow-up performed on (B)(6) 2019. A review of the previous patient files revealed that the device memories were not available since implantation. However, the pacing mode, the pacing rate and the battery longevity could be displayed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the device memories were not available during the follow-up performed on (B)(6) 2019. A review of the previous patient files revealed that the device memories were not available since implantation. However, the pacing mode, the pacing rate and the battery longevity could be displayed.